Event description:
During a case today, staff noticed the insufflation tubing came off the robotic cannula seal. When staff went to attach it to the seal, the luer-lock port came off the seal. Both the seal and the piece that fell off were removed from the field, and a new seal was obtained. I also put in an RMA with intuitive.